Event description:
It was reported that the foley catheter occluded at base of tubing where the catheter connected to the bag.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter occluded at base of tubing where the catheter connected to the bag.